Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result. I-stat: 0.07 ng/ml (negative). Architect: 0.12 ng/ml (positive). I-stat: 0.63 ng/ml (new sample). Architect: 0.64 ng/ml. The suspected discrepant results were released to a physician or caregiver. No other pt data provided. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details will be provided with the action that will be conducted in cooperation with the u.s. Food and drug administration.